Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen was blank. Review of the system log file showed lots of internal software errors. During troubleshooting, the fse found that the power supply in the host pc was dead causing the host pc not to recognize the hdd. To resolve the issue, the fse tried to restart the system, it did not boot up at all. The fse replaced the host pc and loaded the old license. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting and got stuck at 00:00. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite, replaced the host pc, and reloaded the old license, which resolved the issue. The device was returned to use in good working order.